Manufacturer narrative:
The initial MDR 2517506-2016-00461 was filed on november 23, 2016. Additional information (12/12/2016): the customer had only one case of the discordant glucose result, which was non-repeatable. This was an isolated event and the instrument data did not indicate an instrument issue the customer is operational. The cause of discordant, falsely depressed glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on alternate dimension vista instruments (serial number (B)(4)), resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.